Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 409 mg/dl. The customer stated that they gave correction with the insulin pump. The customer stated that the blood glucose went up 509 mg/dl. The customer stated that they found that the reservoir had air bubbles. The customer stated that they changed the reservoir but the air bubbles recur. The customer declined to troubleshoot. The customer stated that they already reverted to back-up plan. The insulin pump will not be returned for analysis.